Manufacturer narrative:
Technician found that the brake casters brake, but would swivel due to bad casters. Replaced two casters (B)(4) to resolve this issue.

Event description:
Complaint alleged that the brake casters would brake, but would swivel.